Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that their endoscope reprocessor was used to reprocess a gif-h180 scope which had previously been used in a case with an animal. The reprocessor had also reportedly been used to reprocess devices which had been used in human patients. This was reported when the customer called in to discuss how to perform a reprocessing of the device. The olympus customer support specialist recommended that the unit not be used for patient scopes any longer and that they reach out to their infection control department. The customer confirmed that there was no death, injury, or infection related to any previously reprocessed scopes. For the related case opened to capture the gif-h180 device, please see patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the user did not read the instruction manual thoroughly and had insufficient knowledge on the equipment. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿intended use: use the evis exera ii gastrointestinal videoscope, gif-q180, gif-h180 for endoscopy and endoscopic surgery within the upper digestive tract (including the esophagus, stomach and duodenum). Do not use these instruments for any purpose other than their intended uses. Select the endoscope to be used according to the objective of the intended procedure based on the full understanding of the endoscope¿s specifications and functionality as described in this instruction manual.¿ olympus will continue to monitor field performance for this device.